Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("malposition of essure device: still in tubes,migration of essure: right side/two coiled metallic wires in the bilateral fundus extending into fallopian tubes"), perforation ("perforation (other): on right side feels stabbing,poking") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device shape alteration ("one coil is straight, one coil is curved"). The patient had a medical history of termination of pregnancy, miscarriage and multiple caesarean sections. The only concomitant product mentioned was ibuprofen since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 31 days after essure insertion, she experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014 she experienced perforation (seriousness criteria medically important and intervention required) and weight fluctuation ("weight fluctuating,"). On (B)(6) 2014 she experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). On (B)(6) 2014 she experienced genital haemorrhage (seriousness criterion medically important), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), fatigue ("severe fatigue."), dysmenorrhoea ("dysmenorrhea(cramping)") and vision blurred ("vision/eye problems: blurred vision post implantation"). In 2014 she experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal): uti;"). In (B)(6) 2015 she experienced device dislocation (seriousness criteria medically important and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015 she experienced rash ("rashes or skin conditions: rash in thigh area"). In (B)(6) 2017 she experienced depression ("depression"). In (B)(6) 2017 she experienced frequent bowel movements ("gastrointestinal or digestive system condition: bowel movements difficult"). Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain ("back pain"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss") and pain ("poking pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and penicillin nos as well as surgery (elective robotic total hysterectomy, bilateral salpingectomy and elective robotic total hysterectomy, bilateral salpingectomy bilateral ovarian cystectomies). At the time of the report, the back pain and migraine had not resolved. The outcomes for device dislocation, perforation, genital haemorrhage, dyspareunia, vaginal discharge, menstruation irregular, fatigue, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, dysmenorrhoea, frequent bowel movements, alopecia, urinary tract infection, nausea, pain, rash, vision blurred, weight fluctuation, depression and weight increased were unknown. The reporter considered alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, frequent bowel movements, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, migraine, nausea, pain, perforation, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.17 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: results: positive for bilateral tubal occlusion; on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2020: mr received. Reporter information added. Removal details added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: still in tubes,migration of essure: right side/two coiled metallic wires in the bilateral fundus extending into fallopian tubes'), perforation ('perforation (other): on right side feels stabbing,poking') and genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil is straight, one coil is curved". The patient's medical history included multiple caesarean sections, miscarriage and termination of pregnancy. Concomitant products included ibuprofen since 2016. In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal): uti;"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"), 1 month after insertion of essure. In (B)(6) 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuating,"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), fatigue ("severe fatigue."), dysmenorrhoea ("dysmenorrhea(cramping)") and vision blurred ("vision/eye problems: blurred vision post implantation"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions: rash in thigh area"). In (B)(6) 2017, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced frequent bowel movements ("gastrointestinal or digestive system condition: bowel movements difficult"). On an unknown date, the patient experienced back pain ("back pain"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss") and pain ("poking pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, penicillin nos and surgery (elective robotic total hysterectomy, bilateral salpingectomy and elective robotic total hysterectomy, bilateral salpingectomy bilateral ovarian cystectomies). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, perforation, genital haemorrhage, dyspareunia, vaginal discharge, menstruation irregular, fatigue, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, dysmenorrhoea, frequent bowel movements, alopecia, urinary tract infection, nausea, pain, rash, vision blurred, weight fluctuation, depression and weight increased outcome was unknown and the back pain and migraine had not resolved. The reporter considered alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, frequent bowel movements, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, migraine, nausea, pain, perforation, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: positive for bilateral tubal occlusion; on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.